Event description:
The rptr was calling for a female relative (relationship uncertain.) He said that approx 2 months ago she had rec'd an er1 message on her surestep meter. Following the instructions in the manual, they used the color chart on the test strip bottle and confirmed that the blood sugar was over 500. She also felt like she had high blood sugars , but no specific symptoms were given.) They called a doctor (name unk) and were told to take more oral medication (did not remember kind or dosage.)